Event description:
The customer reported the system was booting up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the sbc kit and image processor. The system is operating as intended.